Event description:
It was reported that they were trying to initiate therapy using arctic sun device s/n: (B)(6) but were getting alert 01 (patient line open) and 02 (low flow). Flow rate (fr) was 0lpm, inlet pressure (ip) was -0psi, circulation pump command (cpc) was 100%, pump hours were 9111.6, system hours were 9808.9, targeted temperature (tt) was 36c. Had nurse stop therapy, empty and disconnect the pads. Enabled manual mode. In manual mode flow and inlet pressure (ip) remained 0 and circulation pump command (cpc) was 100%. Advised nurse to send device to biomed for repair. Per follow up information received via phone on 18may2026, transferred to the biomed. Spoke with receptionist who did not have information on this device at this time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.